Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7103475/7103394.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator battery and lead replacement procedure. The patient was doing well post operatively and the explanted lead will not be return.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator battery and lead replacement procedure. The patient was doing well post operatively and the explanted lead will not be return.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg displayed typical characteristics throughout both visual and functional assessments.